Manufacturer narrative:
During initial functional testing of the returned autopulse platform, the device displayed user advisory (ua) 08 (max motor on time exceeded)" error message. The motor drive train was replaced to remedy the issue. Following the repair, the platform was further tested including the load characterization check and passed the testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During initial functional testing of the returned autopulse platform, the device displayed user advisory (ua) 08 (max motor on time exceeded) error message.